Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead was dislodged. The lead dislodgement was noted under fluoroscopy. Patient had sinus node dysfunction, paroxysmal atrial fibrillation, atrial flutter and lightheadedness. The lead was extracted and replaced successfully on (B)(6) 2017. The new lead gave desired thresholds and position. Patient tolerated the procedure well and no complications noted.